Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that following a pocket revision, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing impedance measurements greater than 3,000 ohms. It was reported that the lead was fractured and there was a visible break noted on fluoroscopy. There was also phrenic nerve stimulation at 3 to 4 volts when the lv ring was used for the pacing configuration. It was suspected that the damaged was from either the use of electrocautery or the scalpel during the procedure. The issue planned to be addressed at a later time. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated that a procedure was performed and the device was explanted and replaced with another crt-d. It was also reported that this lv lead was extracted. No additional information was provided regarding the procedure.